Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited high shock lead impedance. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.